Event description:
It was reported that, on (B)(6) 2022, the implantable cardioverter-defibrillator (ICD) exhibited inadequate anti-tachycardia pacing. The ventricular tachycardia (vt) was terminated by shock from the ICD. No programming changes were made. On (B)(6) 2022, the patient was put on do-not-resuscitate/do-not-intubate (dnr/dni) due to nonischemic cardiomyopathy (nicm), and the ICD was programmed off electively. The patient passed away due to nicm and vt. It was not alleged that the death was related to the ICD.